Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scratches on lens tip occurred due to improper handling and application of excessive force, impact to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6) hospital. (User facility captured here due to character limitation in section). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope had scratches on the lens tip. The event was found during preparation for use in a transurethral resection procedure (tur) therapeutic procedure. The procedure was completed. However, it is unknown if it was completed with a similar device. There were no reports of patient harm.